Manufacturer narrative:
(B)(4). **UDI related data quality updates only** corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare section d2a: common device name updated to breathing circuit section d4: lot number and UDI details: f&p exercised a good faith effort to obtain the device identification, but no additional information was received from the healthcare facility section g1: contact person updated to mr. Diego vargas banuelos method: the complaint rt380 adult dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in new zealand, where it was visually inspected. Results: visual inspection identified a cut on the tubing of inspiratory limb. The cut appeared to have been made by a sharp object. Conclusion: we are unable to confirm the cause of the reported event. However, based on our investigation, the tubing was most likely damaged during use. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit states the following: - "visually inspect breathing sets for damage before use and replace if damaged." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connection to a patient." - "check all connections are tight before use." - "appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm, or death.".

Event description:
A healthcare facility in the united kingdom reported, via a fisher & paykel healthcare (f&p) field representative, that a rt380 adult dual-heated evaqua2 breathing circuit was found damaged during patient use. It was reported that the device had been in use on the patient for 2 days before the damage was identified. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The subject rt380 adult dual-heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in the united kingdom reported, via a fisher & paykel healthcare (f&p) field representative, that a rt380 adult dual-heated evaqua2 breathing circuit was found damaged during patient use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in new zealand, where it was visually inspected. Results: visual inspection identified a cut on the tubing of inspiratory limb. The cut appeared to have been made by a sharp object. Conclusion: we are unable to confirm the cause of the reported event. However based on our investigation, the tubing was most likely damaged during use. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit states the following: - "visually inspect breathing sets for damage before use and replace if damaged." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connection to a patient." - "check all connections are tight before use." - "appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm, or death."

Event description:
A healthcare facility in the united kingdom reported, via a fisher & paykel healthcare (f&p) field representative, that a rt380 adult dual-heated evaqua2 breathing circuit was found damaged during patient use. It was reported that the device had been in use on the patient for 2 days before the damage was identified. There was no reported patient consequence.